Event description:
Pl got tubing caught and tubing broke apart from the end hub piece. From patient's intravenous site blood started flowing out from tubing. IV removed, pressure held. No harm to patient.